Event description:
It was reported that during an unspecified surgical procedure it was observed that the attachment device jammed and was hard to use during its initial use with the handpiece device. During in-house engineering evaluation it was determined that the locking mechanism disengaged unexpectedly. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the attachment device, and the reported condition was confirmed. The device was visually inspected, and it was observed that the locking mechanism disengaged unexpectedly, also the knob was found to be jammed. It was further determined that the device failed pretest for visual inspection, general condition, check function of locking knob on tool coupling, check function of quick saw blade coupling, and check oscillation frequency with frequency meter. The assignable root cause of this condition was determined to be traced to component failure due to wear. (B)(4)